Manufacturer narrative:
Weight: (B)(6) kg. Establishment address : (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with ID now covid-19 assay on a direct tested nasal swab. Repeating testing was not performed. Pcr confirmation testing x2 on a nasopharyngeal swab generated negative results. The customer stated the patient was not symptomatic. The patient has a history of bronchial asthma and was hospitalized for a fracture. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144306 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m144306, test base part number 190-430 / lot: m144306. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144306 showed that the complaint rate is 0.008%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.